Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 11.7-12.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was noted at 7.2-7.4cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from of noise and low sensing.

Event description:
It was reported that low sensing and noise were observed. The lead was explanted and replaced. The patient was stable.